Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported she had gone to the emergency room due to low blood glucose of 20 mg/dl. Customer stated the device kept alarming calibration errors. Customer stated she was connected to the set during priming. Customer stated she knew she was not supposed to be connected during priming. Customer stated she didn't want to do a complete set change so she just added more insulin to the reservoir. Customer was connected during rewind and primed. No further information reported.